Event description:
The medical reported a damaged purge sidearm/leak with an eventual pump stop after over 20 days of use. The pump was removed with no additional pump support provided. There was no adverse impact to the patient as a result of either the pump stop or the side arm break.

Manufacturer narrative:
The medical center did not return for benchtop analysis any impella product. Only the clinical report could be analyzed for cause. The presumption is that with the broken purge sidearm, there was blood ingress which caused the pump stop. The failure mode will be monitored and trended.